Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. Lens remains implanted. Cause of the event was reports as unknown. Additional information was requested. No further information is available at this time. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative - each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3: - device evaluation lens returned in a microcentrifuge vial in liquid with residue/debris on product. Visual inspection shows no visible damage to the lens and foreign material on the lens surface, specifically fibre. Dimensional and functional inspections found lens to be within specification. Claim (B)(4).

Manufacturer narrative:
Additional information: b1-adverse event. B2-required intervention to prevent permanent impairment/damage (devices). B5-a facility representative reported that following an implantable collamer lens (icl) .implantation procedure, the patient experienced a refractive surprise. In a separate visit the lens was explanted and on the same day but different procedure a replacement lens was implanted. No further information. D6b- (B)(6) 2024. Claim # (B)(4).